Manufacturer narrative:
Evaluation summary: the instrument was received in good visual condition and with no cartridge loaded. The instrument was tested for functionality with a test cartridge and fired. It fired, cut, and all the staples formed as intended and without any difficulties noted. The staples were noted to have the proper b-formation. The instrument was found to be conforming and fully functional. A batch record review was performed and no anomalies were found during the manufacturing process.

Event description:
It was reported that during a robotic assisted protatectomy procedure, the doctor fired the stapler and noticed that the stapler cut, but the staples did not form a "b" shape. The staple line was sutured. There was no patient consequence.